Event description:
A family member reported that on (B)(6) 2011 the patient experienced blood glucose (bg) of 395 mg/dl with large ketones, nausea, and vomiting. She stated that the patient's bg had been erratic for two to three weeks leading up to the reported incident. The patient's bg reportedly rose to 395 mg/dl again on (B)(6) 2011; the patient reportedly gave a correction injection and her bg decreased to 282 mg/dl with no signs or symptoms of hyperglycemia. Customer support (cs) reviewed the pump with the family member and found all settings and histories were correct. The pump reportedly primes appropriately with no issues. A review of the prime history indicated that the patient was performing the fill cannula step with less than the recommended amount of insulin. The family member stated that the patient was changing her site/set every 1.5 to 2 days, but had been changing the set and cartridge daily recently due to erratic bgs. She noted that the patient was reusing sites, and had leaking from a site in her arm as well as a red/hard site on her leg. The patient reportedly noted blood in the cannula with the set change on (B)(6) 2011, which can affect insulin delivery. The family member denied any bent cannulas or air bubbles in the tubing/cartridge. Cs determined that there was no pump malfunction, and that absorption/site issues likely contributed to the patient's bg excursion. This complaint is being reported based on the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. The pump was exercised for 29 hours with no insulin delivery issues occurring. There was no defect found on investigation.